Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noisy signals. Technical services (ts) reviewed the stored episodes and determined the historical data to be likely due to electromagnetic interference (emi) or myopotentials. The lead diagnostics were tested and found to be normal within normal limits. This rv lead remains in service. No adverse patient effects were reported.